Event description:
The patient is reportedly experiencing discomfort with device placement. Prior to implant surgery, the recipient utilized a bone anchored hearing aid (baha). The position of the cochlear implant in proximity to the abutment used with the baha is causing discomfort. The recipient is scheduled for repositioning surgery.